Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that during implant, the physician had difficulty placing the lead in the patients atrium. The lead was repositioned numerous times and eventually dislodged. Extending and retracting the helix was difficult. The lead was not used and replaced successfully.